Manufacturer narrative:
(B)(4). Complaint (B)(4) device identification was not confirmed by the customer therefore the potential name for the suture involved has been added to this report as cottony ii dacron,silky ii,polydek-tevdek ii. The device name for report 3004365956-2019-00342 is being listed as cottony ii dacron,silky ii,polydek-tevdek ii.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number nor product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician was using capio slim and a dart from the suture was lost in the patient. They were able to take an x-ray and identify that it was in fact in the patient.